Event description:
During endovascular repair/angioplasty procedure, surgeon experienced extensive friction when removing the raabe sheath, and the tip broke off inside the patient, with the wire still in place. Fluoroscopy confirmed tip was lodged in the descending thoracic aortobifemoral artery bypass graft. Surgical intervention required to remove tip, by making an incision in the groin and performing a transverse arteriotomy. The wire and sheath fragment were successfully removed, and incisions were repaired. Users retained the packaging from 2 sheaths that were used. Unclear which of these two failed. Lot #4392691, MFR 07/2013, exp 07/2016; lot #6447571, MFR 12/2015, exp 12/2018.